Event description:
On (B)(6) 2011 customer reported that after performing the two week maintenance for the creatinine 3 (cre3) cup on the cx3 delta instrument, the cre3 cup began to leak creatinine reagent when primed. Customer reseated the photodetector, but it did not fix the leak, and customer then requested service for the instrument. No injuries were reported and no erroneous results were generated from this issue. Field service engineer (fse) advised customer to adjust the cre3 cup and total protein 3 (tp3) cup voltages. Customer then calibrated the instrument and ran a quality control check. No further problems have been reported.

Manufacturer narrative:
(B)(4).